Event description:
It was reported that the device was used during a cholecystectomy, the jaw would not open. Another device was used to complete the case. There were no adverse consequence to the patient.